Event description:
Pre customer paperwork, the facility reported an infusion pump that "spontaneously turns itself on". The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.